Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer contacted the customer care solution center and alleged that no sound was coming from the complaint device and requested support. The complaint device was not in clinical use at the time that the issue was discovered.